Manufacturer narrative:
A ge service rep performed an on site investigation. It was determined that the general interface board along with the backplane was defective and causing the problem. The gte board and the backplane were replaced, all software reinstalled and the system calibrated. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that the system 9800 failed to boot during an animal lab. There was no adverse pt involvement reported.